Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the retainer ring and lip ring of the insulin pump had a crack. The insulin pump was dropped. Reservoir was able to lock in place when inserted into the insulin pump. Customer blood glucose was 99mg/dl. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.